Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery, an ophthalmic irrigation - aspiration tip was clogged at the base and could not aspirate. The surgery was completed with alternative product on the same day. There was no patient impact.

Manufacturer narrative:
The returned sample was visually inspected and was found to be conforming. A functional test for flow was performed and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be visually and functionally conforming; therefore, an irrigation/aspiration tip that felt clogged and could not aspirate as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the tip was manufactured to specifications. All irrigation/aspiration tips are 100% visually inspected prior to being released from the manufacturing facility.